Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found/identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient experienced tenderness to the back incision. It was noted there was cloudy serous fluid weeping from incision site. On (B)(6) 2021 medication was administered. On (B)(6) 2021 laboratory testing revealed pseudomonas aeruginosa from lumbar incision. On (B)(6) 2021 the lumbar incision wound was revised and washed out. On (B)(6) 2021 the patient was discharged on antibiotics. On (B)(6) 2021 there was clear fluid weeping from the back incision. On (B)(6) 2021 the patient reported itching on chest, head, groin, and armpit. It was noted the incision was no longer draining. The home health nurse reported a "lump" at distal portion of lumbar incision that has grown over the last 2-3 days. On (B)(6) 2021 the spinal incision was leaking clear fluid. On (B)(6) 2021 laboratory testing revealed no growth in cerebrospinal fluid (csf), and no growth in blood, or from lumbar nor abdominal incision. On (B)(6) 2021 the entire system (pump and catheter) were explanted/not replaced. The outcome was noted as ongoing. The clinical diagnosis was spinal incision infection. The event required in patient or prolonged hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was lumbar site. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020 explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the reason for device return was infection. On (B)(6) 2021 reports from another clinic reported the patient's mother was concerned with baclofen pump infection. On (B)(6) 2021 the patient's mother reported severe headaches, spinal incision inflammation, redness, sloughing, and pressure sore over incision site. The clinical diagnosis was spinal incision infection. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-feb-22, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 96 mcg/day) via an implantable pump for spastic diplegia and cerebral palsy. It was reported there was clear fluid from the spinal incision. The spinal incision was washed out on (B)(6) 2021 with anticipated explant for potential infection, so the baclofen was weaned from 230 mcg/day to 180 mcg/day. The patient was treated with IV antibiotics. Clear fluid from the spinal incision continued so the patient was admitted to the emergency department on (B)(6) 2021. The patients infusion rate was decreased to 96 mcg/day. The pump and catheter were explanted on (B)(6) 2021 (device registry has date as 2021-feb-22). Cultures for wound and csf were pending. The patient was administered IV antibiotics and oral baclofen prn. The patient was reportedly discharged home on (B)(6) 2021. The issue was resolved at the time of this report. They planned to re-implant at a future date.